Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a defibrillation electrode. The customer reports that when the heart lab attached the pt to the monitor, via the defibrillation electrode, there was a qrs complex on the screen; however, it flat lined without warning. The pt was fine and awake. The staff checked the electrode placement and restarted the defib. Qrs came back on, then flat lined again. They left the pads on the pt and changed the monitor, with the same results. They then changed the electrodes and qrs complex did not flat line and was stable.